Event description:
According to the distributor's report, the adhesive was used to close a laceration just under the eyebrow. During application, the adhesive inadvertently glued the eye shut. Pt has seen opthalmologist who prescribed ophthalmic ointment. Pt will follow up with opthalmologist in one week.

Event description:
According to the distributor's report, the adhesive was used to close a laceration just under the eyebrow. During the application, the adhesive inadvertently glued the eye shut. Pt has seen an opthalmologist who prescribed opthalmic ointment. Update - additional information: family member reports that the child's eye opened on 1/2001, five days following application. Family member stated to date that there were no additional complications or long term damage notes. Child's laceration is will healed.